Event description:
N/a.

Manufacturer narrative:
An event of mild central leak was observed during final implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging provided appeared to show the regurgitant jet was biased to one side of the valve rather than centralized, which may suggest a deployment or positioning issue, such as under expansion of the valve. However, this is speculation and cannot be confirmed as procedural imaging was not provided. Based on all available information, the cause for the reported central regurgitation could not be conclusively determined. Potentially, due to procedural circumstances. However, this cannot be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was implanted in the patient using a small flexnav delivery system. The annular dimensions of the native valve were 313.53 mm² area, 64.4 mm perimeter. A pre-dilation performed with a non-abbott balloon. The final implant depth was 5mm. During the final evaluation of the valve implantation, a mild central leak was observed. A transesophageal echocardiogram (tee) was performed to confirm the finding. A post-implant balloon aortic valvuloplasty (bav) performed with a non-abbott balloon.